Event description:
It was reported that during a follow up visit, the patient's generator could not be interrogated. Multiple programming systems were utilized and still communication could not be established. Troubleshooting steps; including replacing the wand battery and repositioning the wand, were also taken to no avail. It was also indicated that the patient was no longer feeling stimulation; however it is unknown when this started. It was reported that the patient's device had not been checked since 2009. A battery life calculation was performed with available programming history. Based on the calculation, the generator is not expected to be at end of service, however the calculation may not be accurate as there was no available data from 2007 until present. The cause of the failure to program is currently unknown.